Event description:
The manufacturer received information alleging the screen blacked out during inhouse device checking. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the screen blacked out during inhouse device checking. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported screen blackout issue was not reproduced during the operational check, and the display was confirmed to be readable. No errors indicating device failure were recorded in the error log. It was determined that the issue may have been caused by a temporary lcd failure. The lcd was replaced as a preventive measure.